Event description:
A customer received a laceration to their thumb while handling a test tube containing vitros dt control ii. This event constitutes potential biohazard exposure, as there is not complete assurance that infectious agents are absent. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).

Manufacturer narrative:
This event is reported as a potential biohazard exposure. The following information appears in the instructions for use (IFU) for vitros chemistry products dt controls, which indicates "handle as if capable of transmitting disease. This product is prepared from human serum. Each donor unit used in the preparation of the product has been tested and found to be nonreactive for (B)(6) surface antigen ((B)(6)), antibody to (B)(6), and antibody to (B)(6) using FDA approved methods. However, since no test can offer complete assurance that infectious agents are absent, this product should be handled following the recommendations made in nccls guideline (B)(4) or other published biohazard safety guidelines. This product should be handled using the same precautions as with any other blood or blood-derived product." In this event, the operator was handling a test tube containing a frozen aliquot of dt control ii. The glass tube broke, and a piece of glass entered the operator's left thumb. The operator removed the glass, flushed the cut with hydrogen peroxide, and bandaged the cut. No further medical attention was obtained, and there is no serious, long term or permanent injury. The root cause of this event is user error.